Event description:
It was reported that a patient presented at the emergency room (ER) after receiving three shocks. The electrogram indicated that the wavelets were not matching the detections. Therapy was ineffective. Follow-up with clinic revealed that no programming changes have been made, and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).